Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient implantable pulse generator (ipg) was taking too long to charge. The patient underwent ipg replacement procedure, and the patient was doing well post operatively. The explanted device will not be returned per facility policy.